Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope inner lining has been gouged and needs repair. The reported issue was discovered during reprocessing after an unknown diagnostic procedure. It was also noted that the equipment sat for 24 hours prior to being cleaned and a check for bioburden was needed. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a dent near the bending section cover caused by a kinked channel. There was also a leak from the biopsy channel. It was also observed that the brush and forceps could not pass near the bending section as a result of the initial findings. Information regarding culture testing performed on the scope has not been provided at this time. It was observed that there was low angulation and play in the control knob movement. It was also observed that the plastic distal end cover had deep dents. It was observed that there was a tiny tip of the objective lens. It was also observed that the light guide lens was cracked. It was observed that the adhesive on the bending section cover was cracked. It was also observed that the suction flow was leaking. It was observed that there were buckles in the light guide tubes. Lastly, it was observed that the scope connector was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the device reprocessing not properly being performed/device left for 24hrs. Before cleaning, could not be determined, however, the issue was likely the result of a difference in the handling of equipment and recognition between the facility reprocessing procedures and olympus' recommendations. The event can be prevented by following the instructions for use section below: gif-h190, pcf-h190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure¿. Olympus will continue to monitor field performance for this device.